Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) (B) (4) alleging that a one touch ultrasmart meter was reading inaccurately high. The patient manages her diabetes with self-adjusted insulin (unspecified name/type) based on her blood glucose levels. The patient did not specify an specific date/time as to when the alleged issue began. The patient mentioned, however, that the issue had been "ongoing." Since (B) (6), the patient claimed that she had been getting low blood glucose levels and had "crashed" from time to time. It is not clear as to what specific symptoms of low blood glucose the patient allegedly experienced. During one or more of the low events, the patient claimed that she had to administer self-treatment by consuming glucose tablets. As a result of the low episodes, the pt claimed that her doctor advised her to perform a meter-to-lab comparison. On an unknown date/time, the patient reported blood glucose results of "12.3 mmol/l" with a lifescan meter and "9.1 mmol/l" on a laboratory device, performed within 10 minutes of each other. It is not known if there was any intervention between the tests that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. However, based on the consensus error grid analysis, the difference between these results falls within the b zone. The patient was reportedly using correct steps for testing with the meter and supplies. The test strips were noted to be in good condition and the meter was coded properly. The meter was replaced. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what specific symptoms she developed, what date(s)/times the low episodes occurred, what meter readings the patient obtained before and after the symptoms developed, and what actions the patient took before and after the symptoms started. In addition, it would have been helpful to know if the patient's doctor adjusted the patient's insulin regimen after the events occured. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began. It is not clear, however, as to what specific symptoms the patient actually experienced other than the claim that she "crashed" on a few instances.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.